Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages/damaged cable/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink pulled off of the pulse wires in the distribution node, causing the pulse wires to short together. The root cause for the pulled heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving "adjust belt" messages "check therapy pad" messages, and the electrode belt had a damaged cable.